Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time. (B)(6).

Event description:
On (B)(6) 2015 the reporter contacted animas alleging that the pump was emitting unspecified call service alarms. There is no indication that the product issue caused or contributed to an adverse event. This complaint is being reported because the issue remained unresolved at the time of trouble shooting.

Manufacturer narrative:
Follow-up #1: date of submission 08/20/2015, device evaluation: the device has been returned and evaluated by product analysis on 07/30/2015 with the following findings: a review of the black box and alarm history showed consecutive call service 052/054/012 alarms had occurred on 06/05/2015. The pump powered on normally and successfully completed a rewind, load, and prime sequence and a 24 hour duration test with no errors, alarms, or warning occurring. The pump cover was removed and there were no defects found to the pcb or to the continuous glucose monitor module. The complaint could not be duplicated on investigation. Unrelated to the complaint, investigation revealed that the display was dim and discolored.